Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no immediately adjacent pre-existing surface defects identified that could contribute to crack propagation. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: scoliosis correction levels implanted: t10 - s1 it was reported that post-op, the product broke. Revision surgery occurred and the product was substituted.

Manufacturer narrative:
Additional information: image review: post-op, xray for t10-s1, fusion show a fractured rod. The patient has an extremely flat lumbar and thoracic spine although appears to be out of sagittal balance. The bio mechanical stress +/- failure of the fusion likely constituted to rod fracture. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.